Manufacturer narrative:
Initial reporter address 1: (B)(6). Device evaluated by MFR: promus select ous mr 38 x 3.00mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified shaft break at 21.4cm distal to the distal end of the strain relief with multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. A 38 x 3.00 promus premier select drug-eluting stent (des) was advanced for treatment. However, the device failed to cross the lesion and the shaft broke. The procedure was completed with no patient complications reported.